Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a need for supply of internal paddles (due to wear). There was no reported patient involvement.

Event description:
It was reported to philips that a supply of internal paddles is required due to wear. There was no reported patient involvement.